Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was not functioning properly. Customer?s reported issue was duplicated. The lcd was not functioning properly. The root cause of the reported issue was not determined. The device is consigned and will be returned to restock. Actions taken to mitigate the reported issue: replaced leaking water tank gasket, damaged line cord, enclosure, repair process membrane switch, upgrade printed circuit board, power switch, power switch bracket, damaged plate clip, line cord, pole clamp, drain fitting, reflex plug, and changed label and o-rings as part of preventive maintenance. UDI information is unknown. Report source is unknown.

Event description:
It was reported that they encountered a bad lcd. No patient injury reported.